Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of delivery anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was filling the reservoir, pressed the button and kept pushing insulin out the reservoir. The customer stated that she pushed insulin out of the pump without her holding act to fill tubing and came back and the reservoir was empty. The customer stated that the issue occurred after a set change. The customer declined to perform the displacement test. The customer was advised to monitor the pump and call back if needed.